Event description:
It was noted that while the prod was being removed from the package, the physician noticed that the prod was partially deployed. The prod was not used in the pt. Another precise was used successfully. The prod has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.